Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. The problems described in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery.this is a final report.

Event description:
The user reported sudden loss of hearing sensation with the device. There is no accident or trauma reported. There was no redness or swelling above the implant site.the recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported sudden loss of hearing sensation with the device. There is no accident or trauma reported. There was no redness or swelling above the implant site. Re-implantation is considered.